Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The review of the flag data suggest that the device reset following a pulse delivery. The reset was unable to be duplicated during the evaluation. Root cause investigation into similar events indicated that the cause of the reset was noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The damage is consistent with the damage reported by the patient. The patient reported catching the electrode belt on a chair, damaging the wires. The root cause for the strained cable was excessive force. There is no indication that the damaged monitor or electrode belt contributed to the alleged treatment event. The downloaded flag data indicates that the damage to the belt occurred following the reset. Device manufacture date: monitor sn (B)(4): 04/25/2014; electrode belt sn (B)(4): 03/28/2013.

Event description:
A us distributor returned monitor sn (B)(4) and belt sn (B)(4), indicating that a patient alleged receiving a treatment on (B)(6) 2017. The patient reported that she was feeling fine prior to the treatment and that she had been sitting on a chair. The patient reported that the shock knocked her to the ground. The patient did not report any injuries from the fall. The patient also reported damaging the electrode belt around the time of the alleged treatment by catching it on a chair when trying to stand. The patient went to the ER for evaluation following the event. The alleged treatment was unable to be positively confirmed. However, review of the patient's downloaded software flag data revealed flags that are consistent with a device reset following pulse delivery. The ECG recordings indicate that the patient was a sinus rhythm at 80 bpm leading up to the reset. Motion artifact contributed to the false detection resulting in the potential pulse reset. The rhythm following the reset is unknown due to the damage to the electrode belt.